Manufacturer narrative:
(B)(4). Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test,occlusion test, force sensor test and displacement test. Low battery and power loss alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph due to connector resistance atj6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6 /pcb 1, pump was monitored and functioned properly. Pump received with scratched case, cracked select button keypad overlay,keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Event description:
It was reported that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated that there were cracks on the insulin pump. The insulin pump will be returned for analysis.